Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Corrected data: the explant date should read: (B)(6) 2020.

Event description:
The rash has resolved since the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a rash that would manifest when therapy was enabled. The patient stated that the rash was evident all over their body. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted to address the issue.